Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the glowing power switch led (light-emitting diode), front panel led issue, and image failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Please see updates to d9, e4, h3, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The subject device was unable to display an image, the on/off switch leds were glowing, and the front panel leds were not functioning properly. Additionally, the repair center found dust inside the unit, the flat cable was corroded, and the main switch was found dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported events (loss of image, led of the on/off switch lit, front-panel leds not functioning) were due to a faulty printed circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the on/off switch led light, around the button, was glowing but the 3d visualization unit front panel was not functioning and the image was unable to display prior to use in a retrograde intrarenal surgery (rirs) procedure. The procedure was completed using a similar device without delay. There were no reports of patient harm associated with this event.